Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient went to the emergency department (ed). No treatment was performed; however, the patient was prescribed oral antibiotic doxycycline 100 mg to be taken every 12 hours for 7 days, along with topical mupirocin ointment (22 g) to be applied twice daily for 7 days. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, the patient¿s condition is fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.